Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip side (black part) of connector for insertion handle was broken when inserting into the insertion handle, it was reported to be inserted correctly. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the investigation has shown that the threaded tip is broken off as complained. There are multiple hitting marks visible on the rotary handle as well as on the shaft, pointing to the fact that the instrument was not used according to the surgical technique. The review of the production history revealed that this connector was manufactured in september 2012 according to the specifications. No manufacturing related issues were found that would have led to this complaint. The fracture surface is homogenous which indicates material conformity as well. Based on these findings we assume that a mechanical overloading situation caused the breakage. No product fault was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.